Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump time was inaccurate. The customer did not know how the pump time became inaccurate. Reportedly, the customer was unsure if blood glucose levels had been adversely impacted. Tandem technical support guided the customer through adjusting the pump time.